Manufacturer narrative:
(B)(4). The customer stated that the drugs used in the infusion were used to increase blood pressure. An unknown medline set was used with this stopcock. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed.

Event description:
A customer reported to baxter product surveillance of a three (3) gang stopcock in which the third port plastic component broke off and was in the second port component during an infusion of dopamine and milrinone. An unknown amount of blood came out from an unspecified location. There was no report of any additional concomitant products. There was no patient injury. The sales rep stated she will contact baxter center for service since she would like to give the customer a new case shipment of this product. No additional information is available.